Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics came and brought him to hospital due to hypoglycemia with seizures. The customer¿s blood glucose level was 26 mg/dl. The customer¿s wife called to ambulance, fire department came in and gave a shot of sugar. The customer¿s blood glucose went to 109 mg/dl, then took 78 grams of carbohydrates. The insulin pump was not on auto mode at the time of incident. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.